Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt stated she can get the stim to work on her left side but she can't get stim to work on her right side. Pt stated "she can't get it to turn on the machine"pt stated stim on the left is set @ 2.90 - pss asked about programming for her right but pt stated she is not sure how that works but knows she has 2 leads. Pt stated she charged the ins 2 weeks ago and noticed she is not feeling stim on the right side. She had a fall last week on friday she fell on the left buttock.pss suggested pt connect with an hcp to have the ins / leads checked. Pt does not have a current hcp. Rep reported that they will be reaching out to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was caller stated that they had a fall about two weeks ago on friday evening and their therapy has not been working right since. Caller stated they called their doctor's office in (B)(6), who offered an appointment november 20th. Caller added the hcp's office said to expect a call back from rep, so caller was calling medtronic to get a hold of rep. Caller stated they are not getting good pain relief and they can't get their settings to switch to group 2 which is the right side. Caller stated at times it feels like it's not working and they aren't sure if it's stimulating as well on the right side. Caller added they're also having more pain in the middle of their back. Caller noted they haven't had their implant checked in years and would like to do so prior to a big trip they have coming up in november. Agent walked caller through switching to program 2. Caller stated they were finally feeling it working. Agent sent message to the field on patient's behalf requesting assistance and possible reprogramming. Additional information received from rep who reported they have not seen patient yet.